Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: device migration, rupture, pain. Concomitant products: mentor memorygel 325 cc silicone breast implant, cat#: 3507150bc, sn#: (B)(4). (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel 325 cc silicone breast implants which patient reported that she noticed at the beginning of (B)(6) 2019 popping on her left side and the implant has moved a lot more half way across her breast recently. It does hurt at times. Patient has been massaging implants several times per doctor instructions. The ultrasound showed to be a rupture. The doctor came and redid the ultrasound to show the patient difference between the two. The right one looked normal but the left did not. She stated what she saw could be a rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.